Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and successfully passed a self test but was manually switched on 3 times that day and the pad-pak was re-inserted in (B)(6) 2010 and passed a self test but was removed the following day. It was re-inserted again on (B)(6) 2011 with a successful self test carried out one week later on (B)(6) 2011. After this date there are multiple events on the same day which would indicated the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. There was evidence of corrosion on the membrane tail of the returned device indicating the device was not being adequately stored and was exposed to adverse environmental conditions. This is known to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.